Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause of slda could not be determined. The reported worsening mr was due to slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip (B)(4) was implanted, reducing the mr to 1-2. On (B)(6) 2019, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2019, two clips (B)(4). Were implanted to treat the slda, reducing mr from 4 to 1-2. During the same procedure, the physician decided to treat the triscuspid valve; one xtr clip (B)(4) was advanced and grasping was performed. After several unsuccessful grasps, the grippers would not go up and the clip became stuck in the subvalvular apparatus. Several attempts were made to release the clip from chordae and the clip detached from the clip delivery system (cds). Therefore, the lock and gripper lines were released, and the clip was deployed in chordae and remained stable. The patient is doing well. There was no adverse patient sequela and no clinically significant delay in the procedure. Subsequent to the initial report filed, additional information received, pre procedure tricuspid regurgitation (tr) grade of 4-5 and post tr grade of 4-5. Return device analysis reported that the clip delivery system shaft was returned with broken l-lock tabs and missing. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The cds (90612u232) referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip (cds0602-ntr, 90501u101) was implanted, reducing the mr to 1-2. On (B)(6) 2019, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2019, two clips (cds0602-ntr, 90502u155 and 90718u188) were implanted to treat the slda, reducing mr from 4 to 1-2. During the same procedure, the physician decided to treat the tricuspid valve; one xtr clip (cds0602-xtr, 90612u232) was advanced and grasping was performed. After several unsuccessful grasps, the grippers would not go up and the clip became stuck in the subvalvular apparatus. Several attempts were made to release the clip from chordae and the clip detached from the clip delivery system (cds). Therefore, the lock and gripper lines were released, and the clip was deployed in chordae and remained stable. The patient is doing well. There was no adverse patient sequela and no clinically significant delay in the procedure.